Event description:
It was reported that the physician implanted a helex septal occluder in 2008. On a routine follow-up, the pt had an atrial fibrillation and was cardioverted. The atrial fibrillation resolved and the pt has had no other issues.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.